Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was out of service and could not be taken out of this mode. A technical support specialist (tss) set the station back into service and confirmed to be syncing normally with no log issues, however, login performance was slow, prompting a check of the nic settings, which showed the adapter had been set to 10/half due to recent network instability. The setting was corrected to 100/full, yet login time remained slow at about 26 seconds, and the station had experienced intermittent disconnections over the past few days. Because the station was operational but still showing signs of network degradation, it was recommended that the local information technology (it) team investigate the network port and underlying connectivity issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had been placed in out of order mode and could not be taken out of this mode without assistance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.